Event description:
A customer reported that an abo mistype occurred on ten donor segments that were tested on the galileo with the forward abo assay.

Manufacturer narrative:
A review of the image files showed that no anti-a reagent had been dispensed into the test wells. The customer stated that immediately prior to performing the initial batch of samples for the fwd abo assay, a new vial of anti-a reagent was loaded onto the instrument. The customer did not check for bubbles in the vial. The same vials were used for repeat testing and for all abo and fwd abo tests since (B)(6) 2012. There have been no other instances of abo discrepancies. We were unable to rule out bubbles as the cause for the unexpected results. The galileo operator manual contains the following: warning: inspect all reagents and controls for the presence of foam before placing on the instrument. Do not vigorously agitate blood grouping anti-sera or controls. Shaking will produce foam in the vial that can cause the liquid level detection (lld) feature of the pipetting system to aspirate foam rather than reagent. This will produce incorrect results or an error. In addition, no reverse group testing was performed on the instrument for verification which is a limitation identified in product labeling.